Event description:
It was reported that the patient presented to the clinic remotely via data transmission from their pacemaker device. Upon review, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise resulting in episodes of auto mode switch (ams). Both leads were explanted and replaced. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).